Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The skin reaction was described as an itchy, red rash with red bumps and scarring. Affected area was treated with over-the-counter neosporin. Additionally, it was reported that the patient has a history of autoimmune hives prior to usage of the dexcom system. Additional event or patient information was not provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. The dexcom g5 mobile system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.